Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing episodes that were marked as non-sustained ventricular tachycardia (nsvt) in the electrogram (egm). Technical services (ts) reviewed the event and determined that the oversensing was caused by electromagnetic interference (emi) noise. Ts also stated that the lead measurements were within range. No adverse patient effects were reported. This ICD remains in service.